Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
2 metal pieces came into mouth and the attachment pieces broke off - oral-b [device breakage] case narrative: consumer via phone stated that two metal pieces came into mouth and the attachment pieces broke off of the oral-b toothbrush head. No injury was reported.

Manufacturer narrative:
(B)(6) 2024 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
2 metal pieces came into mouth and the attachment pieces broke off - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via phone stated that two metal pieces came into mouth and the attachment pieces broke off of the oral-b toothbrush head. No injury was reported. 22-may-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 27-may-2024 case update from information initially received on 30-apr-2024: the suspect product lot was 0051. No injury was reported.